Event description:
The user facility reported the tubing became clogged and they were unable to proceed. They opened a new pack reset the system, and completed the surgery. No medical intervention was needed, and there was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5112 pack from lot v4123 was returned. The assembly was dirty with fluid in the lines and what looks like organic debris inside the in-line filter. The assembly looks used. A functional test was performed using a stellaris pc system. The cassette was captured and recognized by the system. The assembly passed the self vacuum test, primed, irrigated and aspirated as intended. The assembly was not clogged. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2015-00117.